Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the output from the device stopped. The distal end of the subject device was said to have broken off and fallen into the patient's body cavity. The device fragment was said to have been retrieved during the procedure. The procedure was said to have been completed with a different but similar device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer (OEM) for evaluation. The device was determined to have fractured 16mm from the distal end with no sharp edges. There was evidence of a scratch at the fracture site. Based upon the results of the investigation, the OEM concluded that the breakage occurred due to the device coming into contact with a hard object such as a metal clip when ultrasonic output was activated. The device instruction manual warns users not to contact the probe unit with hard objects, as it may lead to damage of the device. This report is being submitted as a MDR in an abundance of caution.